Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that trial was initiated on (B)(6) 2025. It was reported that they dropped device on (B)(6) 2025 and had experience pain and chills, they said that they went to a clinic and was treated, they said that the pain and chills was caused by the "battery". The patient also mentioned that they cut the device but was not able to clarify if that means that wires were already removed and evaluation ended as patient disconnected the call. Sent notification to manufacturer representative (rep) to contact patient for assistance. It was reported that the issue was resolved.